Manufacturer narrative:
(B)(4). Cartridge pan.

Event description:
It was reported that after a lap sigma procedure, the magazine could not be changed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.